Event description:
The surgeon reported that during a procedure, the vitrector head spontaneously broke (ruptured). There was no harm to the pt.

Manufacturer narrative:
Investigation, including root cause analysis is in progress. This report mailed in to FDA on: 11/15/2007.